Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine flow was noted. As a result, the catheter was replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine flow was noted. As a result, the catheter was replaced with the same type of catheter.

Manufacturer narrative:
Received only one used foley catheter. No visual defects were noted on the returned catheter. Per the functional testing, the balloon was inflated with 10cc water and a flow rate test was administered. While inflated, the flow rate was 107ml/min, 108ml/min and 106ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum; therefore, the sample met the internal flow rate specification. Water was then introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unconfirmed as the event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution state: when urinary flow cannot be noted confirm that the catheter is neither occluded nor broken." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after insertion, no urine flow was noted. As a result, the catheter was replaced with the same type of catheter.